Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) had triggered a false positive lead integrity alert (lia) when the right ventricular (rv) lead had exhibited increased sensing integrity counter (sic) and high rate non-sustained episodes. The device and lead remain in use. No patient complications have been reported as a result of this event.